Manufacturer narrative:
(B)(4) concomitant products: part 22-300820, lot 01210- arcos 20 x 150 mm spl tpr dist ha. Part pt-104058, lot 388510- regen/rnglc+ solid 58 mm sz 24. Part ep-105894, lot 337970- epoly rlc 36 mm 10deg sz24. Part 650-0661¸ lot unk- delta ceramic fem hd 36/0 mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event; please see associated reports: MFR 0001825034-2017-10925, MFR 0001825034-2017-10927, MFR 0001825034-2017-10928. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Reported pain post-op revision surgery (clinical study (B)(6)).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: implant date.